Event description:
The customer reported to olympus the gastrointestinal videoscope down angulation was not working well. The issue was found during an unidentified procedure. The device was returned for evaluation. During the device evaluation, foreign material on the body of the device was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 address: (B)(6) medical mall. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the angulation wires were worn, the coating on the bending portion of the device was scratched and the adhesive was chipped and discolored, the adhesives around the light guide and objective lens was peeling, the connecting tube was scratched, the image produced had a streak of flare, and the water detection sticker had smudged and connected dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: h8 (inadvertently missed) this report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material was identified as carboxylates+ and silicates, the exact origin of the material and cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.